Event description:
The medwatch report alleges one of the legs buckled, causing the consumer to fall to the floor. The consumer had recent left knee revision, and the fall allegedly caused his knee to bleed and require a pressure dressing application and ice. The physician extended the consumer's stay for one additional day for observation. No serious injury is alleged.

Manufacturer narrative:
This MDR was generated based on uf report number (B)(4). In that report, the device "invacare care guard shower chair with back" is identified. However, there are no confirmatory serial number/lot number or model number that indicates that it is a model 96-2 care guard shower chair. The reporter stated the consumer was (B)(6) over the weight limit for the device. The 96-2 care guard has a weight limit of 315 lbs. It is unknown if the user facility or consumer fully read and understood the owners manual for the model 96-2, part number 1145752 rev b (4/09). The following warning is provided: "do not install or use this equipment without first reading and understanding these instructions. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." Weigh limits found in the owners manual part number 1145752 rev b (4/09). Model description weight limitation: 91-2, shower chair, 315 lb (143 kg); 95-2, shower chair with back, 300 lb (136 kg); 96-2, shower chair with back, 315 lb (143 kg); 9981, folding shower chair with back, 250 lb (114 kg); 9785-1, bariatric shower chair with back, 700 lb (318 kg); 9785-2, bariatric shower chair with back, 700 lb (318 kg). It is unknown of any of the other warnings were in the owners manual were followed: "all four leg tips must be in contact with shower/tub floor at all times." "Always inspect the shower chair to ensure that it is properly positioned and stable before using. Do not use if shower chair is wobbly or unstable." "Ensure that the snap buttons fully protrude through their respective adjustment holes." "Check leg tips for rips, tears, cracks or wear. If any of these conditions exist, replace leg tips immediately." "Users with limited physical capabilities should be supervised or assisted when using the shower chair." "The shower chair is not to be used as a transfer bench, transfer device or climbing device." "Exercise caution when assembling the chair to avoid pinching." "After any adjustments, repair or service and before use, make sure that all attaching hardware and parts are secure." "Ensure that all four chair legs are adjusted to the same height, and that all height adjustment buttons protrude fully through adjustment holes before use." "Always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary."